Manufacturer narrative:
External insulation abrasion was found proximal to the suture sleeve tie impression breaching the optim sheath only. The cause of the external insulation abrasion was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis. External insulation abrasion was found on the optim sheath.